Event description:
The patient reported that their device only lasted for 2 1/2 years. Follow-up information provided that the device was removed and replaced due to battery depletion. Follow-up also provided that the left ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that their device only lasted for 2 1/2 years. Follow-up information provided that the device was removed and replaced due to battery depletion. Follow-up also provided that the left ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was later reported that the patient was not happy with the product quality and services.